Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.